Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please provide more details about what occurred in the event? Can you clarify what was meant by ¿sliding knob went above the sliding guide¿? Did the device deliver any staples? If yes, was the staple line complete? If yes, were the staples formed properly? Did the device cut? If yes, was the cut line complete? Were the staple line and cut line approximately equal in length? Was the staple line interrupted; staples not present/visible on any portion of the staple line?

Event description:
It was reported that during an unknown procedure, when engaging the knife, the sliding knob went above the sliding guide causing the knife to be unable to complete the staple line. Surgeon was able to pull it back but it was difficult. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).batch # t5a36r. Device analysis: the analysis results found that the tlc75 device was received with no apparent damaged and with a cartridge reload loaded in the device. The reload had the proximal 34 drivers up without staples, and the remaining drivers down with staples present. The returned reload had the swing tab in the locked position. The reload was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Event could not be confirmed as the device performed without any difficulties noted during the functional testing, the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.